Event description:
It was reported that during cleaning, the screw fell out of the device. There was no associated procedure and therefore, no patient involvement or adverse consequences reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during cleaning, the screw fell out of the device. There was no associated procedure and therefore, no patient involvement or adverse consequences reported.